Event description:
Caller reported a malfunction on the pump with a displayed malfunction code malf 16, though no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, but the malfunction code recurred. The customer was informed that a replacement pump with updated software would be sent, along with instructions for returning the faulty pump. The caller agreed to use a manual insulin delivery as a backup and was advised about steps to take when the replacement pump arrives.